Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had syringe position sensor error.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device had syringe position sensor error. There was patient involvement but impact is unknown.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Annex a: a070903 annex g :g0201204 annex c:c0201 additional information: manufacturer narrative. Annex a: a040601 annex g: g04061 annex c: c0706 investigation summary: the cause for the reported event of a syringe position sensor error was confirmed as a log-only error in the syringe module error log. The device passed all tests in alaris system maintenance and the error code could not be duplicated, however, there was contamination found in the linear sensor. ¿ a review of the system error log observed error code 353.7200.5 syringe plunger position sensor contamination on may 5th, 2022. (This error is a log-only error and does not stop the active infusion). ¿ the pcu and its logs were not received for investigation, therefore drug programming parameters could not be determined o a review of the syringe module event log observed the unit was powered on 4may2022 at 9:04 pm. At 9:51 pm the device was programmed via remote IV to infuse a syringe with a volume of 37.31ml at a rate of 2ml/hr with a vtbi of 35.01ml and the infusion was started. O at 11:16 the infusion stopped, and the device showed a check syringe alarm. At 11:17 pm the device was programmed via remote IV to infuse a syringe with a volume of 49.96ml at a rate of 2ml/hr with a vtbi of 47.66ml and the infusion was started. O on 5may2022 at 3:47 am the infusion was stopped, and the device showed a check syringe alarm. ¿ the barrel clamp accuracy, plunger force accuracy, and plunger position accuracy tests were observed to pass during preventative maintenance. ¿ internal inspection observed the syringe module actuator knob assembly, force sensor, and carriage block cable were observed to be in good condition. O the syringe module drivetrain was disassembled, and the tube drive was observed to be bent. This was the cause of the syringe module sounding noisy during operation. O the linear sensor was observed to be contaminated. ¿ no other obvious issues or anomalies were identified with the source syringe module. ¿ the device was being used for treatment purposes. Root cause: the probable cause for the reported event of a syringe position sensor error could be attributed to the contamination of the linear sensor. A review of the error log observed a log-only error code 353.7200.5 pointing to contamination of the linear sensor; however, the error code could not be duplicated during testing and the device passed all tests in asm. Note that imdrf annex a040601, g04061, c0706 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the device had syringe position sensor error. There was patient involvement but impact is unknown.